Event description:
Consumer reported no insulin flow when taking injections. Stated, sometimes it takes two pen needles to complete an injection because the pen will "jam". Lot: unknown catalog: 2nd gen nano pen needles per consumer date of event: unknown samples: no cl.

Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: h6 (type of investigation and investigation conclusions) investigation summary: samples were received and an investigation was performed. Embecta was not able to duplicate or confirm the indicated issue. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.